Event description:
A healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient was not able to use the computer and cannot read with standard print without corrective glasses. Additional tests were done in another clinic after the surgery because patient thinks that the lens was not fitted correctly. The left eye was better from a closer distance, and in the right eye from a distance. Additional information has been requested. There are two medical device reports associated with this file. This report is associated with the right eye.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).